Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
The patient reported having allergic reactions to the infusion set. On two occasions she developed infections at the infusion sites that had to be surgically removed. The infections started as red patches on her skin that developed into painful bumps. The patient is not sure whether her allergic reaction is to the cannula or the self-adhesive of the infusion sets. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.